Manufacturer narrative:
A replacement was sent to the customer

Event description:
A customer contacted beckman coulter inc. (Bci) in regards white powder covering a new shipment of lactate reagent brown bottles and plastic reagent cartridges. The bottles and the cartridges were not damaged. No injury was reported for this event.